Event description:
It was reported that insulin leaked at the t:lock connection. Customer's blood glucose level was 150-160 mg/dl. Customer replaced supplies to resolve the issue and successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.